Event description:
A physician reported that leakage occurred from the trocar cannula possibly due to valve breakage during cataract and vitrectomy combination surgery. Surgery was completed after replacing the product with another one. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional corrected information provided in d.1, d.2, d.4, d.10, g.1, h.2, and h.11. D.3. Product manufacturing site updated due to the update of product information. G.9. Manufacturer report number corrected and reported under 1644019-2025-04241. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).